Event description:
It was reported that the patient with this pacemaker experienced pain in the pocket area and stated that this device delivered an electric shock. Upon further review of device data, atrial oversensing was observed, as well as an atrial tachy response (atr) episode where it appears the device also performed a right ventricular automatic threshold (rvat) test. No adverse patient effects were reported. At this time, this device system remains in service.